Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug, unknown (10 mg/ml at 2.7), bupivacaine (25 mg/ml at 6.7), and fentanyl (3500 mcg/ml at 958 mcg) via an implantable pump for non-malignant pain. It was reported that the patient was complaining of an increase in pain about one year ago.  Over the course of the year, the expected versus residual volumes were closely documented with no significant discrepancy.  A dye study was performed on (B)(6) 2021 and was unsuccessful.  They were unable to aspirate from the side port.  Over the course of the year, the medication dose, concentration, and ptm boluses were increased with little effect on pain relief. The pump and catheter were explanted and replaced on (B)(6) 2021.  There were no factors that may have led or contributed to the issue. It was noted the issue was not resolved at time of report. The patient's status at time of report was alive- no injury.  The patient's medical history was asked, but unknown.